Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn, however a picture was submitted. The photo does show the IV set broken off in the caresite of the extension set. The picture confirmed the defect. Due to this complaint and other confirmed complaints of breakage at the luer ends of the caresites, b. Braun medical has initiated corrective action/ preventative action (B)(4)to address the issue. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: extension set tube broke at luer end, during blood infusion.